Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-jp-jug-tulip. Similar to device under 510(k) k090140 . (B)(4). Summary of investigational findings: no product was returned and it cannot from the description of the event be clarified what caused the filter detachment. It is noted that the event did not harm the patient and that the procedure was completed successfully. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended. Cook medical will continue to monitor for similar events.

Event description:
The filter got detached from the introducer tip inside the sheath during advancement of the delivery system by jugular vein approach. Then, another device was used instead. Patient outcome: the patient did not experience any adverse effects due to this occurrence.